Manufacturer narrative:
A customer in malaysia notified biomérieux of obtaining a misidentification of a paenibacillus species as prevotella oris when testing a patient sample with the vitek® ms (ref (B)(4), lot 51349). Investigation the investigator reviewed historical complaints and the device history record. Since january 2016, (B)(4) similar complaints have been recorded for a misidentification as prevotella oris: - 2 in case of paenibacillus etheri, - 2 in case of paenibacillus spp (p. Etheri, p. Odorifer and p. Borealis), - 4 in case of paenibacillus spp and - 1 in case of paenibacillus odorifer fine tuning: according to the vilink alert tool criteria, no fine tuning was needed during the tests made on (B)(6) 2021. Data were not provided for tests made on (B)(6) 2021. Spot preparation quality: the calibrator and sample ¿all peaks¿ values were homogeneous, suggesting good spot preparation.. Knowledge base (kb) review: expected identification is paenibacillus spp which is not present in vitek ms ivd kb. Vitek ms is identifying the strain at the species level rather than the genus level. Sample data analysis: the mzml sample files for this event show that the potential misidentifications were obtained from spectra with low level of score (-0.17 and -0.14). In such cases, the identification should be confirmed with a reference method (sequencing). By reprocessing the customer data with saramis kb v4.17 (ruo), spectra led to ¿no identification¿ and low discrimination scores for several paenibacillus species. Sequencing the customer sample identified the sample as paenibacillus spp (which is not present in the customer¿s knowledge base version). Conclusion this customer¿s misidentification issue is due to a system limitation (species is not in knowledge base v3.2). This system limitation is mentioned in the vitek ms v3.2 knowledge base user manual ref. (B)(4) - a:¿* testing of species not found in the database may result in an unidentified result or a misidentification. * interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ biomérieux r&d department created two change requests to enhance future knowledge base versions by 1) adding paenibacillus etheri to the knowledge base library and 2) improve how prevotella oris spectra are handled by the system.

Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Description: a customer in (B)(6) notified biomérieux of obtaining a misidentification of a paenibacillus species as prevotella oris when testing a patient sample with the vitek® ms (ref (B)(4), lot 51349). Alternate test methods included 16s rrna sequencing and supplementary offline manual biochemical tests. Sequencing returned results of a paenibacillus species and a group of various paenibacillus species. The offline manual biochemical tests produced results that were consistent with the identification of paenibacillus rather than prevotella oris. There is no indication or report from the customer that this event led to any adverse event related to the patient's state of health. An investigation has been initiated.